Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had issue with battery. The customer¿s blood glucose level was 200 mg/dl. Customer also state that they did not receive a low battery alert prior to the off no power alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit, unexpected restart, failed battery test alarms or frozen screen during testing. Also, unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator. The sensor feature working properly. No bad sensor or lost sensor alarms noted.